Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: a2, a4, a5, a6, b5, b6, b7, d8, d10, h3, h4, h6. An olympus field service engineer (fse) was dispatched to the user facility and confirmed the reported issue. Monitor lost picture from scope. The subject device will not be sent back to olympus for further evaluation and repair. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was provided by the customer: the issue occurred during diagnostic egd/colonoscopy procedure that was completed with a similar device. There were no reports of procedure delay or patient harm.

Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to the user facility and confirmed the reported issue. The fse went into settings and discovered settings had been adjusted and no longer matched the input used on back of the monitor. Switched sdi (serial digital interface) cable to proper input and made sure input settings were correct. Plugged in scope and confirmed good picture. The subject device will not be sent back to olympus for further evaluation and repair.

Event description:
It was reported the subject device exhibited monitor lost picture from the scope. The issue occurred during inspection for use. There were no reports of patient involvement.